Event description:
It was reported that a spaceoar vue was placed on a placement procedure. The images were reviewed, and it was suspected that the hydrogel was located within the rectum or the sigmoid. The magnetic resonance and computerized tomography images both confirmed this observation. This was assessed as a grade 3 rectal wall infiltration. The plan is to wait 3 months and if the patient is completely asymptomatic then they will proceed with stereotactic body radiotherapy.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, 09/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 09/04/2024. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.